Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #25 (type 1 bone). Primary stability was achieved and osseointegration was not achieved. Peri implantis, immediate loading of the provisional denture was involved in the event. The clinician states that premature loading/pressure, possibly bruxism was the reason for failure. The implant was removed on (B)(6) 2012 due to mobility.